Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 309 mg/dl and 44 mg/dl on the aviva system. Five days later, patient reportedly performed additional back-to-back tests on the aviva system with results of 371 mg/dl and 115 mg/dl. Reporter indicated that patient did not modify therapy based on these results. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.